Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Event description:
It was reported that a patient's blood glucose levels (bg) reached 425 mg/dl while wearing the pod between 1 and 4 hours. The patient reported cannula being bent while wearing it on the leg. For treatment, the parent gave a manual injection.

Manufacturer narrative:
No blood residue was observed on the device. The exposed portion of the soft cannula was observed to be shortened, however, the timing and cause of the damage could not be determined. A leak test was performed and no leakages were observed along the entire fluid path; however, fluid was observed exiting the shortened end of the soft cannula. The formed needle and bottom housing were inspected, and no abnormalities were found that would contribute to the reported bleeding and bruising. No other damages or defects were found that would result in a failure to deliver insulin.